Event description:
Per the clinic, the patient experienced too loud sound from the device and it caused pain. The patient also experienced facial nerve stimulation. Troubleshooting attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2026.